Event description:
Complaint received reporting inflation failure with use of one (1) 41233-01 8f td heparin coated 5 lumen catheter . The 07/20 event was reported as follows "..swan balloon deflated while inside patient. Swan removed .. Appeared intact. New swan used. Patient was not harmed." Follow up information reports use of a 8fr terumo sheath for insertion was used. The 41233-01 8f catheter dfu does state the requirement to use 8.5f or larger sheath/introducer for the 41233-01 8f td catheter. Additional instructions for pre-insertion testing also instruct the user to retest the balloon for proper function after insertion through the shield/sheath.